Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm without a prior low battery alert, and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer that the insulin pump would be replaced and the customer could continue to use the insulin pump until a replacement arrived if a new battery was installed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on 04/24/2025 19:39:59.000 and low battery alert on 04/24/2025 12:47:00.000 were found in the history files. Battery cycle 9.0 received the low battery alert (104) on 04/24/2025 20:09:00 faster than expected at 0.0 days. Battery cycle 8.0 received the low battery alert (104) on 04/24/2025 19:50:00 faster than expected at 0.0 days. Battery cycle 4.0 received the low battery alert (104) on 04/24/2025 12:47:00 after more than 7 days at 15.76 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and battery tube. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was confirmed due to moisture damage on the battery tube, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.